Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had a purple image appear, during use. There were no reports of patient harm.

Event description:
It was reported that the subject device had a purple image appear during use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.